Manufacturer narrative:
It was reported that approximately on (B)(6) 2018, the blade broke off the handle and fell into the patient's knee during a total knee arthroplasty requiring visual retrieval by surgeon. It was reported that the product was inspected prior to use and the issue was not identified at that time. General anesthesia was used and there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No additional information was provided related to the reported incident. The condition of the device is not known. A root cause has not been determined. No additional information is available. A sample has not been returned for evaluation however, due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the blade broke off of the handle and fell into the patient's knee.